Event description:
It was reported that the "valve leaks at the pilot balloon where something inside the balloon cuts the "bubble" and causes a leak". There was one(1) pt involed with no reported injury and/or change in therapy. The involved device(s) are reportedly available for return, but have been returned to the mfg facility as of the date on this report.